Event description:
New linear cutter tlc75 lot # 259a63 jammed on first attempt at use. Item was immediately replaced with product back-up in the room with minimal delay. FDA safety report ID# (B)(4).